Event description:
The iab was inserted on 3/25/97. Within 1 hour blood was noted in the tubing and the iab was removed. The surgeon stated that the patient had stalactite in her aorta. The patient was reported to have expired due to illness and not a result of this incident.